Event description:
It was reported that this right ventricular (rv) exhibited low intrinsic amplitude and an increase in rv lead impedance within normal limits. The device, implanted a few months prior, showed stable r-wave measurements initially, followed by a significant decrease in amplitude and a rise in impedance. Review of device data also noted noise on the shock electrogram and oversensing on the rv channel. The health care professional (hcp) suspected possible lead dislodgement, and troubleshooting steps including imaging and further evaluation of lead position were recommended. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead exhibited a dislodgment. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) exhibited low intrinsic amplitude and an increase in rv lead impedance within normal limits. The device, implanted a few months prior, showed stable r-wave measurements initially, followed by a significant decrease in amplitude and a rise in impedance. Review of device data also noted noise on the shock electrogram and oversensing on the rv channel. The health care professional (hcp) suspected possible lead dislodgement, and troubleshooting steps including imaging and further evaluation of lead position were recommended. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) exhibited low intrinsic amplitude and an increase in rv lead impedance within normal limits. The device, implanted a few months prior, showed stable r-wave measurements initially, followed by a significant decrease in amplitude and a rise in impedance. Review of device data also noted noise on the shock electrogram and oversensing on the rv channel. The health care professional (hcp) suspected possible lead dislodgement, and troubleshooting steps including imaging and further evaluation of lead position were recommended. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.